Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6430-0-200 lot # spkhl description: avon pat/fem joint med. It cannot be determined which, if any of these devices may have caused or contributed to the pt's noise.

Event description:
According to surgeon, this pt that had a avon knee surgery on (B)(6) 2010, complained because he had experienced some noise when he flexed and extended his leg.